Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging the meter packaging was damaged. The reported issue was not resolved during the call with lifescan (lfs) customer service. There was no allegation of harm and the lfs product did not cause or contribute to a serious injury or death.